Manufacturer narrative:
Additional testing was performed. Two patient samples were returned for analysis, blood draws from (B)(6) 2014. Additional clarification received included that the two bleeds were (B)(6) with the qualitative trinat test (roche, cobas s 201 analyzer) and that follow-up draws were not available. Testing performed for these samples was as follows in order to determine if (B)(6) may have impacted the ability of the hbsag qualitative ii confirmatory assay to (B)(6) in these samples: extraction and (B)(6) pcr was completed using 0.2 ml sample drawn on (B)(6) 2014: results were (B)(6) was not amplified. Realtime (B)(6) viral load assay using 0.2 ml sample drawn on (B)(6) 2014: results were "target not detected", assay lower limit of detection (i.e >95% confidence) is 15 iu/ml. Extracted 1 ml sample drawn on (B)(6) 2014 and 0.25 ml sample drawn on (B)(6) 2014 using ultrasensitive extraction protocol and performed (B)(6) pcr: results for both samples were (B)(6) was not amplified. Repeated architect hbsag assay testing with us assay list 4p53: (B)(6) 2014 sample s/co=7.89, (B)(6) 2014 sample s/co=6.27, both (B)(6) performed a research assay to measure (B)(6) binding by individual monoclonal antibodies h57, h166, and h53 with detection using goat anti-human conjugate: both samples were (B)(6) for all 3 mabs. In conclusion we could not determine if (B)(6) have a role in this case as the samples were pcr (B)(6) indicating (B)(6). The samples may be (B)(6) screening assay as results for these samples to date indicate the sample dna levels are (B)(6) or very low, the samples did not show reactivity to the two monoclonal antibodies used as capture reagents in the architect hbsag assay (h166 and h53) and the customer site reported the samples were (B)(6). With regard to the (B)(6) observed ((B)(6) at customer site and undetectable during investigation testing), as the roche s201 (trinat) assay is qualitative and our realtime (B)(6) assay is quantitative it is difficult to directly compare them. The roche cobas s 201 is an instrument system used to run the mpx nucleic acid assay for blood screening. The mpx assay is a multiplex test for simultaneous qualitative detection of (B)(6). If a donor is reactive the assay is dissected to determine which virus is present. Roche claims that the lower limit of detection (lld) for hbv is 3.8 iu/ml. Abbott realtime claims a lower limit of quantification (llq) of 10-15 iu/ml (depending on volume of specimen used). But realtime also can have a result of "detected less than llq" so the lower limit of detection is less than the llq but a value is not given for the actual lld in the package insert. Per the architect hbsag qualitative ii confirmatory package insert the interpretation of not confirmed for hbsag indicates the presence of hbsag cannot be confirmed via neutralization. The repeatedly reactive result obtained with the architect hbsag qualitative ii assay may be the result of a nonspecific reaction (false reactive). As the presence of nonspecific binding may obscure low levels of (B)(6) in the specimen due to early infection or early recovery, it is recommended that the patient be evaluated for other serologic markers of (B)(6) and that the patient be retested for (B)(6) in 4 to 6 weeks. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
The customer reported that a (B)(6) blood donor sample with (B)(6) results was not neutralized with the architect hbsag qualitative ii confirmatory assay. The sample was the last in a series of four draws from one patient where the (B)(6) on the first, second and fourth draws and (B)(6) on the third draw. For all four draws the (B)(6) markers (B)(6) were (B)(6) and (B)(6) was (B)(6). No patient sample has been provided to date. A search was performed for architect (B)(6) qualitative ii confirmatory assay results on all three of this customer's instruments: isr05582, isr04320 and isr04313. The only architect confirmatory assay results identified were on february 24, 2014 which do not match the information provided by the customer regarding the results from (B)(6). Customer complaint data was reviewed and no adverse trends were identified. The architect (B)(6) qualitative ii reagent package insert was reviewed and was found to adequately address the issue. Information from the limitations of procedure section was provided to the customer. In addition the following information was provided to the customer: worldwide, chronic (B)(6) infection is the primary cause of cirrhosis and hepatocellular carcinoma and is one of the ten leading causes of death. Traditionally, people with chronic (B)(6) infection have been identified with blood tests for (B)(6) antigens and antibodies. Recently, another group of patients with chronic (B)(6) infection has been identified by sensitive, molecular testing for (B)(6) dna. Members of this group are often referred to as having occult (B)(6) because they are (B)(6), but (B)(6). Occult (B)(6) occurs in a number of clinical settings. Occult (B)(6) infection is diagnosed when an (B)(6) dna test is (B)(6) but (B)(6) is undetectable. Occult (B)(6) infection (obi) may represent (I) acute infection in the window period, (ii) (B)(6) tail end of chronic (B)(6) infection, (iii) persistence of replication at low level after recovery in the presence of (B)(6), or (IV) occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current (B)(6) assays. H. W. Reesink et al. Occult (B)(6) infection in blood donors. Vox sanguinis (2008) 94 , 153-166 michael torbenson and david l thomas. Occult hepatitis b. Lancet infect dis 2002; 2: 479-86 the investigation did not identify a deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 1l81 and 4p54.

Event description:
The customer was questioning possible (B)(6) architect (B)(6) confirmatory results compared with (B)(6) single trinat (B)(6) results. (B)(6). There was no report of impact to patient management.